Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned for analysis. A visual examination of the returned device identified that the balloon was unfolded had been subjected to positive pressure and deflated. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 1mm distal to the distal end of the distal markerband. An examination of the balloon material and distal markerband identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination identified no issues with the tip which could possibly have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was a fibered occlusion located in the subclavian vein. After a wallstent was deployed, a 12.0 x 40 75cm mustang¿ balloon catheter was advanced for post dilatation. On the first inflation at 9 atmospheres, in the middle of the stent, the balloon ruptured and leakage of dye from the balloon was noticed. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.